Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to non function. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. The rv lead was removed successfully; however, during removal of the ra lead using a spectranetics 14f glidelight laser sheath, evidence of an injury occurred. Rescue efforts began, including sternotomy, and a superior vena cava (svc) perforation was discovered. Repair was successful, and the patient survived the procedure. This report captures the 14f glidelight in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2): patient's date of birth unk. A4): patient's weight unk. A5a./5b.): patient's ethnicity/race unk. B6): relevant tests/laboratory data unk. B7): other relevant history unk. H3): the device was discarded, thus no investigation could be completed. H6): great vessel perforation is a known risk of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.